Manufacturer narrative:
E1 reporter phone #: (B)(6). Philips customer support personnel spoke with the customer who indicated that the speaker was defective; however, no testing or additional information was made available. Therefore, the issue was not able to be confirmed. The customer ordered a replacement speaker assembly to resolve the issue. A review of the service history for this device confirms that the problem has not been reported again for this device. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that there is a speaker fault. Additional information was requested to determine if there was sound present; however, this remains unknown. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.